Event description:
This case was initially received via regulatory authority ((B)(6), reference number: mw5100326) on 20-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('had horrible periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included aripiprazole (abilify), cetirizine hydrochloride (zyrtec r), curcuma longa (turmeric), cyproheptadine hydrochloride (cypro), hydroxychloroquine, metformin, prazosin, progesterone, promethazine, quetiapine fumarate (seroquel), simvastatin, topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability, medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis") and depression ("her depression worsened"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for depression, menorrhagia and rheumatoid arthritis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (f & d administration, reference number: mw5100326) on 20-apr-2021. The most recent information was received on 10-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('had horrible periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included aripiprazole (abilify), cetirizine hydrochloride (zyrtec r), curcuma longa (turmeric), cyproheptadine hydrochloride (cypro), hydroxychloroquine, metformin, prazosin, progesterone, promethazine, quetiapine fumarate (seroquel), simvastatin, topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization, disability, medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis") and depression ("her depression worsened"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for depression, heavy menstrual bleeding and rheumatoid arthritis with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.